Event description:
Berlin heart lvad was changed out on (B)(6) 2010, due to thrombus. At end of procedure de-airing of lvad was attempted using the berlin heart accessory set de-airing kit. During this process, the device came apart (vent tube separated from de-airing needle) and air entered the lvad. The pt had a tonic clonic seizure within minutes of the event.